Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer reports the tenckhoff catheter split where the plastic connector is situated and the transfer line attaches. Prophylactic antibiotics where administered and a portion of the damaged catheter was cut away and a new connector and transfer line attached.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion. The results will be forwarded.